Event description:
The patient ((B)(6)) is implanted with two dbs extensions from the same lot. It was reported, the patient's right extension has moved backwards away from her ear. The patient claims this issue is affecting her hearing. Surgical intervention may be undertaken at a later date to reposition the device.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.